Event description:
A malfunction alarm identified as "malf 24" was reported for the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to switch to a multiple daily injections (mdi) system as a backup therapy, while a replacement pump with updated software was sent to them. The customer was also instructed on how to return the faulty pump and to transfer their pump settings and connect their continuous glucose monitor (cgm) to the new pump.